Manufacturer narrative:
On june 11, 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on june 19, 2021. Device evaluation summary: according to the information received, the patient experienced a deflation in the saline implant siltex 325cc breast implant. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline implant siltex 325cc breast implant had an area of siltex cracking on the anterior view. Additionally a tear was noted on anterior view within siltex cracking measuring approximately 1.2 cm the evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female underwent primary breast augmentation with unspecified mentor saline breast implants and experienced deflation on the left side postoperatively. As a result, the patient underwent device removal and replacement with 625cc saline mentor smooth round moderate profile breast implants, catalog number 3501695, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2021.